Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to a faulty universal plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope presented a snowflake image. The issue occurred during inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.